Event description:
The liner wasn't smooth around the edge, we couldn't get ring on liner. This extended the surgical procedure.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.